Manufacturer narrative:
The device was returned to zoll medical corporation for investigation. No customer ECG accessories/cables were returned with the device. The "customer's" report of a loose mfc connector was verified. The mfc receptacle was tightened per the torque specification to resolve the loose connector. However, the "customer's" report of intermittent ECG waveform could not be duplicated during the investigation. The "customer's" report of intermittent ECG waveform is most consistent with an external lead/accessory connection rather than the device itself. Based on the customer report relating to "ECG waveform intermittent," the investigation determined the experienced behavior is most consistent with external lead/accessory connection rather than a device defect. Therefore, this investigation is closed as no fault found and the device was recertified for clinical use. No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device intermittently would not display a ECG signal using electrodes. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.